Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. Explant date: if explanted, give date: not applicable, as the lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct525 12.0 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017. Post-operatively, at patient's 1 month post op visit, the lens had rotated from its initial placement of 100 degrees to 85 degrees. The patient was seeing 20/20 uncorrected and best corrected. Additionally, patient reported halo's around lens when bright lights hit it. In very bright light, such as stores, my eyes are "jumping" when scanning and mild blurred vision. Reportedly, there was no significant interference with activities of daily life. There is no plan to reposition the iol at this time. There was no patient injury or complications. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.